Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 405 mg/dl. Customer reported that they received motor error. They were able to clear the alarm and able to rewind the insulin pump. Customer has been advice to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.